Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient recently noticed that his inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery and during revision it was observed that the tubing was broken, resulting in fluid leak from the reservoir. All components were removed and replaced. There were no patient complications.